Event description:
Healthcare professional reported, "right implant ruptured, upon opening up pocket". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on the anterior side assessed, as surgical damage. And missing shell assessed, as inconclusive. Additional observations: no additional observation. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "right implant ruptured upon opening up pocket." Device has been explanted.